Event description:
The hosp originally reported that during the endoscopic vein harvesting procedure, the c-ring broke. No further detail of the break could be obtained. A replacement unit was used to complete the procedure, the hosp did not report any pt complications. In 2008, the surgeon clarified with a maquet cardiovascular employee that the c-ring cracked in half, broke away from the c-ring holder and fell in the pt's leg. The harvester retrieved the c-ring using the hemopro jaw through the original incision. No additional incision was done. This was reset as an MDR serious injury reportable event with an alert date of the same day.

Manufacturer narrative:
Investigation results: the device was received with the c-ring broken in half where one piece was missing which is normally attached to the scope washing tubing.the received broken c-ring half was still attached to the c-ring slider wire which easily extended and retracted from the cannula. From the investigation, the returned c-ring was subjected to a heat source long enough to melt and subsequently split the c-ring into two pieces during clinical manipulation. The complaint is confirmed. A lhr review was completed for the product and there was no nonconformance associated with the lot number.